Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to recover and continued to display an error after rebooting and attempting to close the drawer. A field service engineer released all pockets, removed the broken moab, replaced the retractable ban, powered off and on the device, reconfigured the drawer, reinserted the pockets, and ran hardware test application to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. User reported error message displayed when tried to close drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.